Manufacturer narrative:
This product is not commercially available by mpo. Therefore the event is not reportable. Please void the initial report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent a revision surgery due to the tibial hinge component post fracturing.